Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) split upon insertion into patient's operative eye and the lens was removed. No further information was provided.

Manufacturer narrative:
Correction: upon verification of investigation results, it was noted that the product evaluation was against an incorrect device code (lens damaged). Therefore, product evaluation was re-done to reflect the correct complaint device code of ¿iol torn¿. Fields below updated to reflect correction. Section h6: medical device problem code: 4008 - material split, cut or torn, instead of 1069- break in the initial report. Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 25, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Visual inspection under magnification revealed that the lens was torn and damaged. The lens was cleaned, and scratches were also observed. No further issues were observed. The complaint issue "dc-iol torn" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.